Event description:
It was reported that the customer received a failed battery test on the insulin pump, and upon changing the battery, the screen kept going blank and turning back on. During troubleshooting, neither damage nor corrosion was found. Following advice to insert a new battery, the display returned. Customer's blood glucose was 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.